Event description:
The consumer alleges they had to have their left leg amputated due to the lock on the footrest cutting into their leg, which caused a sore. Due to the cellulitis, the leg allegedly had to be amputated.